Event description:
There was an rh typing discrepancy between the abs 2000 and tube testing.

Manufacturer narrative:
Expected reactivity for anti-d reagent was observed during testing with samples from various rh phenotypes, on the in-house abs 2000. The customer samples were tested using retention anti-d and other manufacturer's anti-d. Weak reactivity at the immediate spin phase was observed. The abs 2000 operator's guide states that "samples reacting less than 1+ or less in manual tube agglutination may be nonreactive in the corresponding abs 2000 test". The event appears to be related to the nature of samples. If a patient is typed false negative for rh, rh negative blood would be transfused, with no clinical impact. However, a false negative rh mistype on a woman of child bearing age may result in rhig not being administered. There is also the postential for anti-d to develop if a fetus is rh positive.